Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio 2.5 lab 1.6 technical support requested additional testing be performed when it was determined during troubleshooting that the technician was double dropping during the application of the sample to the strip. Customer to perform correlation study and will call back with results

Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported. Inratio: 2.5, lab: 1.6. Technical support requested additional testing be performed when it was determined during troubleshooting that the the technician was double dropping during the application of the sample to the strip. Customer to perform correlation study and will call back with results.